Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar devices are sold in the united states by b. Braun medical, inc. Primary unique device identifier (UDI) # for similar device: (B)(4). Fault analysis: the received service report from 2024-11-15 shows that this machine was installed at customer site on 2025-11-04. The used measuring device during the installation process of the machine was hdm97pocket ean0468. The received service report from 2025-02-10 shows that the machine had a problem with the hdf online filter test during preparation. The received service report from 2025-02-11 shows that the machine was checked, and a conductivity comparison measurement was performed. The dialysis machine shows 14,3 ms/cm and the hdm ean0517 shows 13.00 ms/cm. The measuring device hdm ean0468 was sent to our laboratory in melsungen/germany. The check of this device shows a conductivity deviation of 1,04 ms/cm. The temperature has a deviation between 0,023 °c and 0,082 °c which is in tolerance. The measuring device hdm ean0517 was sent to an external laboratory "trescal". Unfortunately, this laboratory readjusted this device without performing a check of the conductivity and temperature values before. Therefore, the real conductivity or temperature deviation is not clear. The allowed tolerance described in the IFU, and the service manual is for conductivity ± 0,2 ms/cm and for temperature -1,5 / + 0,5 °c. Therefore, the conductivity value of hdm ean0468 is out of tolerance. If the conductivity sensors are calibrated incorrectly, there is a risk for patients caused by a too high or too low composition (na) of dialyzing fluid and to develop respective symptoms. In this case a too low composition of sodium occurred. A machine data record investigation was performed in these cases, but in general, a wrong conductivity calibration cannot be derived from a machine data record. In complaint (B)(4) it was reported that several alarms were triggered. The investigation of the machine data record from 2025-01-04, 7:43 o´clock shows that the machine triggered during therapy safety air detector sad alarms. The cause for the sad alarms is not comprehensible from the machine data record. Also, several blood side pressure alarms were triggered, because the arterial and venous pressure value limits were exceeded. The cause for this is not derivable from the machine data record. Blood side pressure alarms do not indicate a malfunction of the machine, but a problem with extracorporeal blood flow, which can be caused e.g. By too high set blood flow rate, kinked blood line etc. It is possible that venous pressure pv-minimum alarms were triggered as follow-up alarms due to stopped blood pump. During this therapy also an arterial pressure monitoring alarm was triggered. If the hydrophobic filter of the arterial pressure pa transducer line got wet, no sufficient pulsations are detected at the pa signal, causing this alarm. None of the alarms indicates a malfunction of the machine. Each alarm was acknowledged by the user and therapy was continued. The investigation of the machine data record from 2025-01-04, 13:57 o´clock shows that the machine triggered during therapy safety air detector sad alarms. The cause for the sad alarms is not comprehensible from the machine data record. Also, several blood side pressure alarms were triggered, because the arterial and venous pressure value limits were exceeded. The cause for this is not derivable from the machine data record. Blood side pressure alarms do not indicate a malfunction of the machine, but a problem with extracorporeal blood flow, which can be caused e.g. By too high set blood flow rate, kinked blood line etc. It is possible that venous pressure pv-minimum alarms were triggered as follow-up alarms due to stopped blood pump. During this therapy also arterial pressure monitoring alarms were triggered for several times. If the hydrophobic filter of the arterial pressure pa transducer line got wet, no sufficient pulsations are detected at the pa signal, causing this alarm. None of the alarms indicates a malfunction of the machine. The root cause for the complained situation is a not correct calibrated measuring device hdm97 pocket ean0468. Risk assessment: if the conductivity sensors are calibrated correctly, there is no risk to patients, users and third parties. If the conductivity sensors are calibrated incorrectly, there is risk for patients caused by a too high or too low composition (na) of dialyzing fluid and to develop respective symptoms. In the IFU of the ibp hdm97bq measuring device is described: if the acquired values seem to be not believable, make sure that the hdm97pocket is not defective" risk analysis of the device: dialog+ risk analysis sw 9.xx v14.0 d+-iii-ddd 03.02-0384 [v08] risk analysis ID: ra-1681 foreseeable sequence of events: service technician uses wrongly calibrated measuring equipment, which indicates too high conductivities. After calibration, all conductivity sensors will indicate too high conductivity as well. Eventually, less acid concentrate is required to reach the set conductivity for the closed loop controller, which lead to too low sodium concentration in dialyzing fluid. Sodium concentration in dialyzing fluid lower than 120 mmol/l. Hazard: physiological hazardous situation from hsl: blood is dialyzed or infused (hdf-online) with too low composition (bacl) of dialysing fluid. Harm: osmotic haemolysis > xx %. Hyperkalemia / embolism (organ shock) / shock / death risk before measures: severity: critical probability: improbable this is located in the barei-region of the risk-graph (yellow). Measures: rml-2479: notification in the service manual: "only use calibrated measuring equipment" rml-2476: training for technicians risk after measures: severity: critical probability: incredible this is located in the bar-region of the risk-graph (green). Risk analysis ID:(B)(4). Foreseeable sequence of events: service technician uses wrongly calibrated measuring equipment, which indicates too low conductivities. After calibration, all conductivity sensors will indicate too low conductivity as well. Eventually, more acid concentrate is required to reach the set conductivity for the closed loop controller, which lead to too high sodium concentration in dialyzing fluid. Sodium concentration in dialyzing fluid higher than 160 mmol/l. Hazard: physiological hazardous situation from hsl: blood is dialyzed or infused (hdf-online) with too high composition (bacl) of dialysing fluid. Harm: hypernatremia > 160 mmol/l / cramping / unconsciousness / death risk before measures: severity: critical probability: improbable this is located in the barei-region of the risk-graph (yellow). Measures: rml-2279: notification in the service manual: "only use calibrated measuring equipment" rml-2476: training for technicians risk after measures: severity: critical probability: incredible this is located in the bar-region of the risk-graph (green). The product risk analysis will be adapted within an approved project. Measures: since the continuous trend evaluation of the complaints showed an increase in frequency of occurrence of this situation, an approved project was initiated.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar devices are sold in the united states by b. Braun medical, inc. Primary unique device identifier (UDI) # for similar device: (B)(4).

Event description:
According to the event description: 77-year-old male patient with a history of diabetes mellitus, systemic arterial hypertension, obesity and dyslipidemia presented with general malaise and unusually intense cramps for a hemodiafiltration session, as they did not improve with the usual volume and glucose replacement measures. There were 3 intense episodes during the session, which culminated in the suspension of the session. The patient only fully recovered the following day. In the previous shift, another patient had a similar condition with this same device. This event is being reported for 1 identified patient event